Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 18-aug-2021, noted a correction to the 3500a initial as the physician information was missing. Therefore, updated the e. Initial reporter section accordingly.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-aug-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Additional information was received on the event. After the call review, not included in event description some noise was noted on the ablation catheter signals during the ablation. The device evaluation was completed on (B)(6) 2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thmcl smtch sf catheter. Per the event, several tests were performed. The force, magnetic and temperature features were tested, and no issues were observed. In addition, the product was deflecting and flushing correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. While ablating the left pulmonary veins, at the carina, the patient's blood pressure was noticeably low. An intracardiac echo was performed and revealed a good-sized effusion. A pericardiocentesis was performed, removing 250 ml of blood from around the patient's heart. The patient stabilized and no further interventions were performed. Ablation parameters were surepoint protocol, 50 watts power and 15 ml/min irrigation rate, for less than 6 seconds, on the posterior wall. The physician commented that there could have been a steam pop, but there was no indication that one occurred. No impedance drops or anything out of the ordinary occurred on the generator during radio frequency delivery. The physician did not indicate that the biosense webster, inc. Products contributed to the patient event. Additional information was received on the event. After the call review, not included in event description some noise was noted on the ablation catheter signals during the ablation. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was indicated as unsure. Intervention provided was a pericardial tap. Patient was tapped, drain inserted and discharged. The patient required extended hospitalization because of the adverse event because of the drain. The generator was a smartablate. A transseptal puncture was performed with a baylis 71 needle. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. The event occurred after completing left veins. Irrigated catheter was used in the event and the flow setting: 8, 15. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on the biosense webster equipment during the procedure. Force visualization features used: dashboard, vector & visitag with the visitag module parameters for stability used were surpoint settings and tags colored by impedance. Color options were used prospectively were impedance. The noise issue was assessed as not MDR reportable as the risk to the patient was low. Since the event was life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.